Event description:
It was reported that the patient experienced lack of therapeutic effect. The patient had less than 50% therapeutic relief. A rotor study was performed and results were normal. A catheter dye study was performed and revealed a fractured catheter under visualization via fluoro. The pump was programmed to minimum rate mode. A catheter revision was anticipated but not yet performed. The device system delivered dilaudid and bupivacaine. It was later reported that the catheter revision was performed on (B)(6) 2013. The proximal segment of the catheter was disconnected from the remaining distal segment at about the 12cm mark. The pump segment of the catheter was replaced and a 66cm section of catheter was added. The new pump segment was attached to the spinal segment in the back. The spinal segment had good cerebrospinal fluid (csf) return. The patient was ¿doing well¿.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: catheter. (B)(4).